Manufacturer narrative:
H10: as a result of an FDA compliance evaluation regarding medical device reports submitted in summary format for the first quarter of 2021, it was identified that MFR # 2020394-2021-80369 was submitted in error by group two distinct product catalog numbers. Mrf # 2020394-2021-80522 was sent to correct the three malfunctions with product number rf310f, mrf # 2020394-2021-80523 was sent to correct the malfunction with product number rf320j. H10: g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and difficult to remove. This information was received from various sources. This malfunction involved all four patients with no consequences. The four patients ranged from 29 to 52 years of age and two patients weight ranged from 141 to 247 lbs. All four reported patients were female. All other details of the patients were not provided.

Manufacturer narrative:
Of the four devices, two lot numbers were provided and lot history reviews were performed. For one malfunction, product catalog no was updated as rf320j. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigations are confirmed for filter tilt and retrieval difficulties. For remaining two malfunctions, the company is still investigating the issue at this time. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and difficult to remove. This information was received from various sources. This malfunction involved all four patients with no consequences. The four patients ranged from 29 to 52 years of age and two patients weight ranged from (B)(6) lbs. All four reported patients were female. All other details of the patients were not provided.